Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. Additionally, the pump indicated a data log corruption. The customer's blood glucose (bg) level was 315 mg/dl. The customer reverted to an alternate method of insulin therapy.